Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working as it was exposed to water in the swimming pool. The customer's blood glucose was 18 mmol/l at the time of incident. There was fluid in the battery compartment and behind the display screen. The home screen was not displayed and the insulin pump was making sounds upon shaking the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube, corroded motor home switch, minor scratches on case and cracked select button keypad overlay.